Event description:
Boston scientific received information that the latitude system detected a red alert from this lead due to a high shock impedance measurement. The caller stated that measurements have been increasing lately and they will have the patient come in for a check.

Manufacturer narrative:
The clinical observations have been documented and efforts to obtain additional information were unsuccessful. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Additional information has been provided that this is a device specific issue, not a lead issue.